Manufacturer narrative:
(B)(4).

Event description:
The device was explanted four days later. At this time, the device is not available for returned as it was retained by the hospital. Should the device get returned at a later date, this report will be updated accordingly. No additional adverse patient effects were reported other than the device replacement procedure.

Event description:
--

Manufacturer narrative:
(B)(4). No further information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this reported hearing beep tones from the device. Upon interrogation, the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis showed the battery appears to be depleting more quickly than expected. Device replacement was recommended. This device is scheduled to be explanted and replaced. No adverse patient effects were reported.